Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 1 gram, once in 4 days, and injection amikacin, 125 mg (milligram), once a day, (the routes of administration were not reported). At the time of this report the patient was still in the hospital, the peritonitis was not resolved, the patient was not recovered, and dianeal therapies were ongoing. No additional information is available.